Manufacturer narrative:
Tracking #. 19277. Date sent: 10/7/98. H5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the 512s from a tk12m was used during an unk procedure. It was reported by the affiliate the leurlock got loose and the gasket fell into the pt. There was no consequence to the pt.